Event description:
It was reported that there was a "pacer malfunction" and there were 2 episodes of output failure and inappropriate pauses with no output. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was returned and analyzed and no anomalies were found. Other product: 5076-52, crdm non-defib lead, implanted: (B)(6) 2005; 5554-45, crdm non-defib lead, implanted: (B)(6) 2005. (B)(4).